Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information. The correct information has been provided in section b5 with this report.

Event description:
Customer reported being hospitalized on (B)(6) 2021 for high blood glucose (unknown but above 20mmol/l) and diabetic ketoacidosis. There was no second hospitalization on (B)(6) 2021. High blood glucose started (B)(6). She had two insulin flow blocked alarms then. She kept bolusing because she tested the tubing while being disconnected and insulin came out. Helpline explained that the occlusion could have been the site or needle. She took more insulin, changed everything (tubing, infusion set, reservoir and insulin), bolused for dinner, and went to bed with bg still high. She woke up vomiting. Customer was dehydrated, nauseous, and vomiting at the time of hospitalization. Customer had ketones: diabetic ketoacidosis strip was the highest color it could get. Needle was bent. She also mentioned having high blood glucose of 32mmol/l on (B)(6) at 9:30pm. The needle was 45 degrees bent. Customer found one air bubble 1mm in the reservoir. Customer inserts sets manually. Current blood glucose at the time of call was 13.2mmol/l.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room for diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. It was reported that the customer was also hospitalized due to diabetic ketoacidosis on (B)(6) 2021. It was reported that the cannula was bent on the infusion set and there were air bubbles insider the reservoir. It was reported that the insulin pump received insulin flow block alarms due to occlusion. It was reported that the customer reported two events. One event was on (B)(6) 2021. She woke up vomiting every 2 hours. It was reported that the customer knew that she was unable to bring it below 20.0 mmol/l. She had diabetic ketoacidosis and stayed overnight at the hospital. Customer reported that they experienced symptoms related to hospitalization which were dehydrated, nausea, vomiting twice every half hour. Customer tested for ketones and reported that diabetic ketoacidosis strip was the highest color it could get. Customer was treated at the hospital via intravenous fluid, insulin manually, and medication for nausea. Customer reported that when she removed the needle, it was bent. Second event occurred last night. Customer reported high blood glucose levels went up to 32.0 mmol/l. It was reported that when she removed the needle it was 45 degree bent. Customer reported current blood glucose levels of 13.2 mmol/l at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Customer was advised to check infusion set tubing for the presence of kinked/bent tubing or air bubbles. Air bubbles were successfully removed. The insulin pump is not expected to return for analysis.